Event description:
It was reported that the patient presented for a follow up in clinic with discomfort of pain due to diaphragmatic stimulation caused by dislodgement of the right ventricular (rv) lead. Fluoroscopy confirmed that the rv lead had dislodged into the inferior branch of the coronary sinus. The rv lead was capped and replaced, with reprogramming performed on (B)(6) 2026. There were no patient consequences.